Manufacturer narrative:
(B)(4). Date of initial report: 10/28/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that after using the bovie during a double mastectomy with reconstruction procedure, the scrub tech went to clean the blade and it came apart in 3 places on the sterile field. All pieces were found. There was no patient injury. Reference customer medwatch (B)(4).

Manufacturer narrative:
(B)(4). Visual inspection found the blue insulation torn and peeled off the blade along the clear ptfe insulator. All pieces were received for analysis. The damaged blue insulation caused the clear insulator to disengage since it is the heat shrink insulation that holds the ptfe insulator in place. The insulation had clamp marks at the location where it was torn. The instructions for use (IFU) warns cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged, it should be discarded.